Event description:
On (B)(6) 2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the pcc connector. Based on the result: component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's parent reported that last night son woke up at 05:00 am as the pump was vibrating and the tube broke off from the tubing connector, it was out of the reservoir while sleeping. They changed the reservoir and infusion set today (on the day of this report). The site location was patient's abdomen and the pump was clipped on the pajamas. Moreover, the infusion had been used since (B)(6) 2021 (saturday night). Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 170 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's parent reported that last night son woke up at 05:00 am as the pump was vibrating and the tube broke off from the tubing connector, it was out of the reservoir while sleeping. They changed the reservoir and infusion set today (on the day of this report). The site location was patient's abdomen and the pump was clipped on the pajamas. Moreover, the infusion had been used since (B)(6) 2021 (saturday night). Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 170 mg/dl. No further information available.